Event description:
After reprogramming of symphony dr 2550 (safer > ddd),the printout showed no difference between first interrogation and modified parameters, although on the subject programmer interface, the altered parameter were displayed. An explanation is required.

Manufacturer narrative:
Preliminary analysis of the programmer files confirmed normal programmer software behavior. Indeed, there was no report saved after re-programming explaining the reported behavior.

Event description:
After reprogramming of symphony dr 2550 (safer > ddd),the printout showed no difference between first interrogation and modified parameters, although on the subject programmer interface, the altered parameted were displayed. An explanation is required.

Manufacturer narrative:
The serial number was updated based on the programmer files analysis. Please refer to the attached analysis report.

Event description:
After reprogramming of symphony (B)(4)the printout showed no difference between first interrogation and modified parameters, although on the subject programmer interface, the altered parameter were displayed. An explanation is required.